Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 5.0x80mm absolute pro self expanding stent system (ses) outside the patient anatomy, the whole line loosened from the shaft. The device was not used and the procedure completed using another device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The 5.0x80mm absolute pro self expanding stent system (ses) was advanced into the patient however it was noted the stent had started to prematurely deploy. The stent was not implanted and the ses was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed EU-mir report, additional information was received. It was reported that during preparation of the 5.0x80mm absolute pro self expanding stent system (ses) outside the patient anatomy, the whole line loosened from the shaft. The device was not used and the procedure completed using another device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft material separation was confirmed as a break in the handle. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging of the device/removal from the tray resulted in the noted kinked stent sheath and the reported material separation/noted break in the handle halves. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.